Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call high blood glucose levels and air bubbles. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose level with the insulin pump. Customer advised they changed the reservoir twice because of air bubbles. Customer's parent wanted replacement reservoirs and they had a no delivery alarm. Customer's parent declined to troubleshoot for high blood glucose levels, no delivery alarm and air bubbles. The insulin pump will not be returned for analysis.